Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. This complaint was received as part of a clinical survey. The customer filling in the survey opted to remain anonymous. Contact information and specific patient details were not disclosed as part of the survey. As such, additional information and the subject sample cannot be obtained. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported thru a clinical survey that clinician and/or any patients have encountered arterial puncture while using the 20 cm power-trialysis¿ short-term dialysis catheter in the subclavian vein for hemodialysis, the distal (purple) lumen was used to administer intravenous therapy (infusion of fluids, medications, and / or blood). Resulted in removal of the catheter. No other information was provided.